Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inaccurate readings with her meter. Analysis run on clark error grid using mean avg. Reading (284) as reference point vs. Bd readings (498, 70) yielded some data points in the c/d range of the grid, outside acceptable limits.